Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-09665) correction: lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient received a vibratory notification and presented to the clinic. Premature eri was noted. The device was explanted and replaced. Patient was fine after procedure.